Event description:
It was reported that when using the bd pyxis¿ es server all orders were not crossing over after the server reboot, and the interface was not functioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the interface. A technical support specialist (tss) checked the database and report party transaction (rpt) servers since the app server was in use and confirmed that all services were running properly. The downtime query showed no downtime, and there were no down or delay flags in server for facility code, with the highest delay recorded at 11 minutes. Tss confirmed that all orders were crossing successfully. The user asked why the issue recurred after each server reboot. Tss explained that after a reboot, it takes time for all messages to drain and process, which can result in temporary delays. Tss recommended scheduling server reboots during less busy hours; however, the customer preferred the current daytime schedule due to greater staff availability for monitoring and response. The user was informed that delays of up to approximately 30 minutes were expected post reboot to allow all messages to process fully. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issue on device.